Manufacturer narrative:
Evaluation summary - quality assurance analysis revealed that the balloon dilatation catheter was returned with no blood visible. There was fluid visible in the balloon and in the inflation lumen. The balloon was loosely folded. There was a radial rupture on the balloon 7 mm distal to the balloon proximal marker for a length of 2 mm. There were scratches on the balloon near the radial rupture. The middle portion and distal end of the balloon were wrinkled. There was no other damage noted to the dilatation catheter. Product performance engineering reviewed the incident. Quality assurance analysis of the returned product noted no blood visible, but there was fluid visible in the loosely folded balloon and in the inflation lumen. This is consistent with the product being prepared for use and inflated. Analysis noted a radial rupture on the balloon 7 mm distal to the balloon proximal marker for a length of 2 mm, confirming the reported balloon rupture. Balloon ruptures can be affected by balloon damage during manufacturing, materials, interactions with other devices, patient's anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. To ensure this type of damage is not a result of manufacturing, all balloon catheters are 100% leak tested on line and a sampling of units are rupture tested prior to release. Analysis noted scratches on the balloon near the rupture. It is likely that the balloon material was damaged (scratched) during interaction with other devices, and/or lesion calcification, such that the balloon ruptured during the second inflation. It is likely that the rupture is related to the operational context of the product. It is likely that the balloon material was damaged (scratched) during interaction with other devices, and/or lesion calcification, such that the balloon ruptured during the second inflation. It appears that the reported balloon rupture is related to the operational context of the product. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the lesion had mild tortuosity, had moderate calcification and a 90% stenosis. After pre-dilatation of the lesion, ivus was performed. Then, the voyager rx balloon catheter was delivered to the lesion and inflated. However, the pressure indication did not increase past 6 atms when an attempt was made to inflate the balloon for the second time. Thus, a balloon rupture was suspected, and the balloon catheter was replaced with another company's balloon catheter. The procedure was completed after deploying a stent. No additional event or patient information is available.